Manufacturer narrative:
Investigation is ongoing. Inmode will submit a supplementary report with investigation conclusions. This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury.

Event description:
A 60 year-old female patient treated with quantum 10 on her submentum for fat reduction and skin tightening, presenting with fibrotic lump of 3cm in diameter in the central part of the submentum, 5 months post treatment.